Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said they could not shut their ins off. Pt said it shows on their patient programmer and recharger that their stimulation was off but that they could still feel the stimulation. Pt said when they shut it off with their recharger, they feel it turning down more. The patient was redirected to their healthcare provider to further address the issue. Patient services reviewed that if the pt still feels the stimulation after 48 hours, to follow up with their hcp for further investigation. Patient stated its still running when its turned off. No action taken yet but will see hcp this week. Additional information was received from the patient. The patient reported the issue has not been resolved, however they are having the stimulator replaced on july 26.